Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned diagnosis cardiac arrhythmia procedure was being performed when the issue occurred and was completed without moving the c-arm. The customer reported to philips that the c-arm was unable to perform geometry movements. The philips field service engineer (fse) inspected system and observed that the c-arm was stuck at 0 degrees. Performed troubleshooting along with the customer which revealed a damaged component at the back panel. Philips sent service quotation for part replacement, but the customer did not accept the service quotation, as the customer was able to use the c-arm at 0 degrees and also customer considering replacing the entire system with new system. Therefore, no repair action was performed by the philips. To date, no further information was provided. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.